Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit. The customer stated she has changed the battery as well and pump still alarming. The customer reported blank circle on the pump. The customer's blood glucose was 122mg/dl. The customer was advised to monitor pump and battery cap will be replaced.